Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 53 bd¿ slip-tip syringes had issues with damaged barrels/flanges, broken plunger rods, and damaged/defective stoppers. The following information was provided by the initial reporter: "rejection condition of multiple damages in syringe." "Nonconformance description: multiple damage in syringe. The order in the packing area has 1400 assorted pieces of which 53 pieces have defects."

Event description:
It was reported that 53 bd¿ slip-tip syringes had issues with damaged barrels/flanges, broken plunger rods, and damaged/defective stoppers. The following information was provided by the initial reporter: "rejection condition of multiple damages in syringe." "Nonconformance description: multiple damage in syringe. The order in the packing area has 1400 assorted pieces of which 53 pieces have defects."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-apr-2022. H.6. Investigation: ten loose samples and two photographs of 5ml slip tip syringes (p/n 301028) were received and evaluated. Six of the syringes had major damage rendering them unusable among them five were missing the tip, three had distorted stoppers and one had minor damage and missing print on most of the barrel. The two photos showed a small bin with syringes in it with five confirmed to have a distorted stopper condition and one that had major damage to the barrel and plunger rod. The other photo is a close-up image of the major damage of syringe. The conditions observed are non-conforming per product specifications. Potential root cause for the damaged barrel, plunger rod and distorted stopper defects is associated with the assembly process and missing print defect is associated with the marker process. A device history record review was completed for provided batch number 1181231. All visual inspections were performed as per requirement with one quality notification for these reported defects during the production of this batch. A requalification was performed and the line cleared of defects. However, it is possible a limited number of pieces with this condition were able to escape detection.